Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 73mg/dl. Reportedly, customer inadvertently entered in 10 units instead of the intended 10 grams of carbohydrates when delivering a bolus. Customer was with paramedics at the time of the report to tandem technical support, however no additional information was provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.